Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and calcified superficial femoral artery (sfa). The 3.0x20mm sterling monorail balloon catheter was advanced to the target lesion and was inflated to 7atms on the first inflation, 10atms on the second inflation and 12atms on the third inflation. It was noticed that the lesion was not properly dilated so the balloon was dilated a fourth time to 14atms and the balloon ruptured. The device was successfully removed from the pt and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good".